Event description:
Patient was prepped for a tonsillectomy and intubated with a mallinckrodt 7.0 cuffed oral rae endotracheal tube. The cuff was successfully pre-tested before intubation and the patient was pre-oxygenated. Following intubation, upon activation of the electrocautery on the patients tonsils, the endotracheal tube reportedly caught on fire. Staff immediately removed the endotracheal tube and extinguished the flame. The patient was reintubated with another 7.0 oral rae tube and staff continued ventilated. Staff reported that the patient sustained thermal injury in the area of the soft palate only and that there were no burns visible past the soft palate or lung damage. The patient was left intubated and on a ventilator for 48 hours following the incident as a precaution, and has since been discharge, home.